Event description:
A pump malfunction was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer technical support provided information and assistance to the caller, enabling them to reset the pump successfully.